Event description:
It was reported that during a de novo pulmonary vein isolation procedure the crbs polarx fit balloon cath st ous was selected for use, after ablating the left pulmonary vein, while attempting to ablate the right pulmonary vein, error 1 - 00004000-2: console detected blood in the catheter occurred. The catheter was replaced, and the procedure was completed successfully. It seemed like there might have been small traces of blood inside the catheter, but it was not possible to tell if that was the case with complete certainty. No patient complications were reported. The device was returned for analysis.

Manufacturer narrative:
Polarxfit was evaluated by boston scientific. Visual inspection noted that there was no visible blood inside the balloon and no external damage was noted. The device was assessed with an isaac pressure decay testing system to determine if any potential leak paths existed that may have contributed to the blood detection error in the field and passed all testing. The polarx device was then connected to the smartfreeze console in attempt to recreate the blood detection error seen in the field. After multiple bending, steering, inflation, and slider switch manipulation cycles, the polarx did not trigger any blood detection errors. The polarx device passed all functional and leak tests indicating there were no device defects that allowed blood or fluid inside the catheter. The polarx was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. The "cause traced to device design" conclusion code was selected based on analysis of the returned product. Analysis found the inner balloon blood detect wires were found to be split and crossed over.

Event description:
It was reported that during a de novo pulmonary vein isolation (pvi) procedure the crbs polarx fit balloon cath st ous was selected for use, after ablating the left pulmonary vein (pv), while attempting to ablate the right pv error 1 - 00004000-2: console detected blood in the catheter occurred. The catheter was replaced and the procedure was completed successfully. It is unknown if blood was visible inside the catheter after error occurred, it seemed like there might have been small traces of blood inside the catheter, but it was not possible to tell if that was the case with complete certainty. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.